Event description:
It was reported that the implantable pulse generator (ipg) did not provide pacing. The ipg had no telemetry, no response to magnet or programmer. The patient had total av block with an escape rhythm of 30 bpm. An external pacemaker was used until the device could be explanted. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
Additional information was provided that the patient had not previously received radiation therapy or x-ray, however the device had a previous power on reset (por). The reason for the por was not identified at that time and had not happened again since.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device identified a failure condition that disappeared during analysis. Preliminary analysis by the returned product analysis laboratory (pal) confirmed that the device had no output and no telemetry. After the device was milled open, the failure cleared. A power-on-reset (por) was detected on the day that the can was milled open. Pal analysis of this device was unable to confirm the reported failure condition. The device outputs and telemetry were found to be functional. Long term monitoring and temperature cycling were performed with no evidence of abnormal operation. The hybrid passed all diagnostic system testing. The analysis was terminated with no cause identified for the reported failure conditions. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.